Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device follow-up for this pediatric patient, four episodes of noise were stored on the atrial channel. The noise oversensing appeared to be the minute ventilation (mv) sensor, and it was noted the mv sensor had not been programmed off previously. Technical services reviewed the data and episodes and confirmed the noise on the non-boston scientific ra lead was due to the mv sensor. Daily lead measurements were normal and stable; however, the pacing impedance on the ra lead should be monitored as the mv signal oversensing typically occurs when a high impedance condition is present. The field representative confirmed the mv sensor was now programmed off. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.